Event description:
Consumer reported glare with streaks of light in both eyes following bilateral intraocular lens (iol) implant surgery two years ago. She reported a recent increase in blurred vision in her left eye and issues [unspecified] with vitreous in both eyes. Additional information has been requested. MDR# 1119421-2006-00434 -- right eye, MDR# 1119421-2006-00435 -- left eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No similar reports in lot.